Event description:
It was reported that a smiths medical pump was alarming "no disposable" when a smiths medical cassette was in use. Cassette (1) infused 21 ml out of 103 ml, cassette (2)had 7.3 ml remaining, cassette (3) has 49.1 ml left.